Manufacturer narrative:
The router sheets were located and the device history record review was conducted on (B)(6) 2010. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on this new information, there is no change to the baseline complaint conclusion.

Event description:
As reported by an affiliate, a (B)(6) male was admitted for treatment of his right renal artery. The lesion was heavily calcified and 90% stenosed, and the vessel was tortuous. A 6.0 x 18mm, 142cm palmaz genesis stent on amiia balloon catheter was inserted into the guiding catheter (brand unk). Although there was a friction/resistance felt inside the catheter at the beginning of insertion, the device continued to advance to the target lesion. The balloon ruptured at 2 atm during the inflation. The device was removed from the patient as one unit without difficulty. The device did not kink and the stent did not appear to be damaged. Another palmaz genesis stent was used to successfully complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.